Manufacturer narrative:
The company representative was unable to duplicate the reported problem in ac mode. He observed that the batteries lasted one and a half hours. The customer's biomed charged the batteries and let them run down twice. The company representative also charged the batteries and let them run down twice. The iabp triggered the low battery alarm each time. The company representative replaced the batteries ((B)(4)). As a precautionary measure the power switch ((B)(4)) was replaced too. The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a patient, the unit shutdown without alarm. The patient was switched to another unit and therapy was continued. No patient injury was reported.